Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed their infusion set tubing and infusion set site twice to resolve the occlusion alarms. The customer's blood glucose (bg) level was 400mg/dl and a correction bolus was delivered to address the bg level. The customer stated that they did not observed any issues with the supplies that were changed out. Tandem technical support educated the customer on troubleshooting occlusion alarms in order to determine a possible cause of the occlusion alarm. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.